Manufacturer narrative:
(B)(4). Medical devices: 12115115, femoral head, 2898666; 010000662, g7 pps ltd acet shell 50d, 6161065; 010000848, g7 neutral e1 liner 32mm d, 6152297. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty. Subsequently, the real stem subsided relative to the broach. There was concern about an unrecognized fracture, so two cables were placed to retain the stem. Attempts have been made and additional information on the reported event is unavailable.